Manufacturer narrative:
There was no patient involvement. Initial contact telephone number: (B)(6). Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty touch screen. The touch screen and associated boards and cables were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 roller pump became unresponsive during setup. There was no patient involvement.

Manufacturer narrative:
Photos of the faulty touch screen were provided, which confirmed the reported issue and revealed the poor condition of the device. The root cause of the reported issue was determined to be wear.